Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ECG electrodes non-functional) was confirmed. Upon investigation, the ECG electrodes c and d orange (lead 2-) wire and blue (+5v) wire were broken inside the distribution node (dn) pca board. The cause of the non-functional ECG electrodes is the broken wires. The root cause of the broken wires cannot be positively identified, but is likely excessive force placed on the cable. No adverse event resulted from the broken wire.

Event description:
A us distributor returned an electrode belt indicating that the ECG electrodes were non-functional.